Event description:
A distal clavicle plate was implanted. After four months the plate broke. The plate and screws were explanted.

Manufacturer narrative:
Additional MDR associated with this event: MDR 3025141-2014-00025 - screws. Engineering report: the broken plate was examined under magnification. The break in the plate occurred approximately .5" from the distal end of the plate and went across 3 of the 5-44 distal locking holes. Without x-rays or screws being returned it is not known if all the screw holes or slots were used in attaching the plate to the bone. Also it is not known if a lag screw was used across the fracture site. It appears that the two most distal slots were not used. This might result in a gap between the proximal and distal screws which would allow the bone and plate to flex near where the plate broke. The broken surfaces have both smooth and rough spots indicating that the break was started in a small section of the broken surface and the two ends would rub against each other until there was enough flex where a single event caused the remainder of the plate to break apart. Patient medical history and patient compliance can also have bearing on plate breakage. Additionally there is no information in the report if the fracture healed or a nonunion was present. No definitive conclusion can be drawn as to exactly what happened post-operatively to cause the plate to break. Conclusions: a conclusion cannot be drawn based on the lack of information concerning the circumstances of this plate break.